Manufacturer narrative:
The device is currently pending return for evaluation. On 21-dec-2021, a device history record (DHR) review for model ec38-i10nl, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 04feb2021 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope ec38-i10nl. In the event reported, the user stated the lens began to fog/blur as they reached the cecum. The event timing is in the procedure room during use. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
Correction information g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: this is because the lens surface cannot be cleaned properly due to environmental factors, and the image is fogged.